Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display and no charge/battery lasts less than expected anomaly during test noted. Pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on screen made it hard to read. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had diminished battery life and infusion set not connecting to reservoir. The insulin pump will not be returned for analysis.